Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: an industry customer in germany notified biomérieux of obtaining a potential misidentification result in association with the vitek® ms instrument (ref. 410895, serial# (B)(4)) when testing environmental surface and air samples using knowledge base (kb) version 3.2. The customer confirmed the vitek® ms instrument obtained an identification of brucella ssp five (5) times. Repeat testing on the vitek® ms instrument identified the samples as micrococcus luteus. The customer stated this result was consistent with the creamy yellow colony morphology observed on the tsa agar plate. Biomérieux customer service has requested the customer confirm if m. Luteus is the expected identification for the five samples, as well as instrument fine tuning and customer data. As there is no patient associated with this industry strain, there is no adverse event related to any patient's state of health. Biomérieux has initiated an internal investigation.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in germany that they obtained a potential misidentification result in association with the vitek® ms instrument (ref. 410895, serial# (B)(6) when testing environmental surface and air samples using knowledge base (kb) version 3.2. As these were environmental samples, no patient was involved. Investigation: complaint analysis and device history record: review of the complaint database and device history record did not reveal any evidence that this is a systemic quality problem. No trend analysis has been done because the cause was not defined. Fine tuning: according to the vilink alert tool criteria, status was good and no fine tuning was needed. Spot preparation quality: the calibrator and the sample ¿all peaks¿ values are quite heterogeneous; indicating spot preparation was not optimal. Sample data analysis: sample i2016 - reprocessing the customer data with vitek ms kb v3.2 : - one spectra led to single choice to brucella spp - one spectra led to single choice to micrococcus luteus - two spectra led to no identification result both identifications were obtained with a correct score (0.36 and 1). The potential misidentification to brucella spp was obtained with a very low number of peaks 39. When the number of peaks is just over 30, the risk to get ¿doubtful¿ results is high due to a lack of information (missing peaks, not enough peaks to eliminate candidate identification). In this case, as the fine tuning status was good, this issue could be explained by a non-optimal sample spot preparation. By reprocessing the customer data with saramis (ruo database), the expected identification to micrococcus luteus was obtained for one test. However, there were also "no identification" results, so we cannot exclude that it could be species not present in the vitek ms databases. Sample i1816 - reprocessing the customer data with vitek ms kb v3.2 : - one spectra led to single choice to brucella spp - four spectra led to no identification result the potential misidentification to brucella spp was obtained from the spectra having the lowest number of peaks (45). When the number of peaks is just over 30, the risk to get ¿doubtful¿ results is high due to a lack of information (missing peaks, not enough peaks to eliminate candidate identification). Four out of five tests gave "no identification" results, potentially due to the strain tested is not present in the vitek ms kb v3.2. By reprocessing the customer data again, with saramis (ruo database), the expected identification to micrococcus genus was obtained for this sample. This confirms that it could be a species not present in the vitek ms databases. In addition, this identification issue could also be combine with a kb weakness linked with the bad quality of spectra. Sample i2005 - reprocessing the customer data with vitek ms kb v3.2 : - one spectra led to single choice to brucella spp - one spectra led to single choice to micrococcus luteus - one spectra led to brevibacterium casei - one spectra led to no identification result the potential misidentifications to brevibacterium casei and brucella spp were obtained from spectra having the lowest number of peaks (respectively 33 and 41). The identification to micrococcus luteus was obtained with a spectra contained a correct amount of peaks (74). Reprocessing the customer data with saramis (ruo database), micrococcus luteus was obtained for one test, the rest being ¿no identification.¿ for information, the following limitation is mentioned in the user manual supplements - 161150-923 - a - en - vitek ms industry use - v3.2 knowledge base : * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ * testing of species not found in the database may result in an unidentified result or a misidentification. * brucella spp is an ¿highly pathogenic organism¿. Handle isolate with extreme caution and send it to a reference laboratory for further identification according to your laboratory¿s protocol and/or country regulations. Customer sample testing: the customer confirmed they cannot provide us the strain, thus no further investigation can be done.. Conclusion as the customer was unable to submit a portion of their samples for biomérieux to test, the root cause remains unknown. Based on the information from the investigation it is likely that the customer experiences a combination of 1) a known system limitation regarding how the software handles low quality spectra, 2) limitations regarding how the software evaluates spectra for species not already included in the knowledge base library, or 3) non-optimal spot preparation of the customer sample.